Manufacturer narrative:
E1: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose and high ketones level event on (B)(6) 2020. The blood glucose reported during the event was 500mg/dl. During hospitalization patient was treated by intravenous insulin drip. No further information was available.